Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on 01/27/2018, that on (B)(6) 2017, the patient experienced no audio alert on the dexcom receiver and an adverse event. The patient stated he was staying in a hotel and when his daughter called for him, she heard his voice and could tell the patient was low. The patient's daughter called the front desk and a hotel staff member came to check on the patient. Upon arriving to the patient's room, the patient passed out. The hotel staff called the paramedics and the patient was transported to the hospital. The patient as administered with glucagon. At the time of contact, the patient was doing good. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not determined.